Event description:
It was reported that received a phone from or where surgeon was attempting to tension a 1.7mm using x1 391.201 lot#p279304. He was unable to pass the 1.7mm cable through the tensioner despite tensioner being all the way open. There is some sort of blockage in the tensioner. He called for another set and procedure was completed successfully with a 5 minute delay. There were no fragments generated. There was no adverse consequences. Other medical intervention required was unknown. This complaint involves one(1) device cable tensioner. This is report 1 of 1 for complaint pc-(B)(4).

Manufacturer narrative:
Product complaint # pc-(B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part # 391.201. Synthes lot # p279304. Supplier lot # n/a. Release to warehouse date: july 31, 2017. Supplier:(B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to resolve surgical which conducted a visual inspection of the returned device. Visual analysis of the returned sample was performed on cable tensioner. Through a visual investigation it was found that device had damaged cable/cable fragments or debris blocking the opening in the collet tip. This blockage was not able to be cleared from device, therefore the device in question is not able to be tested. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the cable tensioner. The received condition of the cable tensioner confirmed that damaged cable/cable fragments or debris blocking the opening in the collet tip there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.